Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
Per (B)(4) aer database: it was reported that the unit was not working on ac power and shutting down intermittently. There was no report of patient involvement.